Event description:
The customer reported to olympus that the device repeatedly turned off and on in about 2 minutes, which was repeated several times, during an endoscopic procedure. The procedure was completed with the same device as the secondary monitor displayed without any problems. There was no report of impact to patient health.

Manufacturer narrative:
The device has been returned, but evaluation results have not yet been provided. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned and evaluated, the power issue was not duplicated during inspection. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.